Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 , of an introducer needle detached from the applicator during sensor insertion. The sensor was inserted at the arm on (B)(6) 2019. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of an introducer needle damaged from the applicator could not be determined. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.